Event description:
Fever of 103 [pyrexia], pain, right knee was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a (B)(6) male pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one injection (route and frequency not provided) into both knees. On an unspecified date, the pt's right knee was aspirated. On the same day in the evening, the pt developed fever of 103, and pain. The company assessed the event of fever of 103 as medically significant. On an unspecified date, the pt's synovial fluid culture was obtained which came out to be normal. The action taken with synvisc one treatment was not provided. The outcome for the events of fever of 103, pain and "right knee was aspirated" was not provided. However, it was reported that the pt was doing fine. Relevant concomitant medications were not provided. The intensity for event of pain was assessed as severe. The intensity for the events of fever of 103 and right knee was not provided. The relationship between synvisc one and all the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the production and quality control documentation for lot number s1218, expiry date 05/2015 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.